Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-10632 - device 3 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on (B)(6) 2024. The infusion set was in use for two days.the leakage was at site. The blood glucose level was 458 mg/dl and the patient was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin successfully. No further information available.